Event description:
It was reported that in preparation for a percutaneous transluminal coronary angioplasty, catheter breakage occurred. While unpacking the 3.00x16mm taxus liberte drug-eluting stent delivery system, the physician found the catheter shaft broken. No patient complications were reported, and the procedure was completed with another of the same devices.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. There is no indication that the catheter had been prepped. The returned catheter exhibited a hypotube fracture located 53.1 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the original kink or the subsequent fracture could not be determined.